Manufacturer narrative:
(B)(4).

Event description:
It was reported that: manta collagen deployed inside artery. Surgical cutdown performed and manta removed. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4) no return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. Following an undisclosed procedure, an 18f manta device was deployed for closure, although the manta collagen was deployed inside the vessel, and hemostasis was not achieved. The physician chose to do a surgical cut down to repair the artery, explant the manta device, and achieve hemostasis. After three unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause of manta's unable to deploy properly, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: manta collagen deployed inside artery. Surgical cutdown performed and manta removed. Additional information has been requested from the account.